Event description:
Pt was performing intermittent catheterization on himself. Upon removing catheter, there was concern that tip of catheter broke off in urethra. Blood appeared on jagged tip of catheter. Upon inspection, tip of catheter was missing and catheter tip presented abnormal. Tip either broke off during insertion or was missing from original product. Rusch/teleflex was notified of problem on (B)(6) 2013.